Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced a hypoglycemic event when she was in the process of changing her sensor as the result of a sensor error or a signal loss (undetermined) received on the dexcom g6 cgm system. Some time after, she fainted. She cannot recall anything else that occurred prior to having fainted. Her husband called an ambulance and she was taken to the hospital with hypoglycemia; she stated that she was told that her bg at the hospital was 0.2 mmol/l; however, when asked to clarify the severely low bg value she was unable to provide any further information. She stated that she had constant monitoring of her values; no information was provided regarding medication or any other treatment provided by the ambulance or the hospital. Additionally, the sensor was inserted into the arm on (B)(6) 2021. At the time of the report she was still in the hospital and was feeling confused and slow. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.